Event description:
It was reported to covidien on 01/05/2010, that a customer had an issue with a sharps container. Customer reports a needle came through the side of the container. The container was upright on a supply cart and the container was less than 2/3 full. The nurse was picking up the container for disposal and at that time, the needle sliced her hand.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.